Event description:
It was reported that a pump malfunction occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump and assisted in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.